Event description:
It was reported that the patient experienced sub-cuff urethral atrophy and recurring incontinence with their ams800 artificial urinary sphincter (aus) device. The device was replaced with a new aus device consisting of a 4.5cm cuff, 61cm prb and control pump. The patient had no further complications with a great outcome. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.